Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted oversensing and low morphology measurements. The s-ICD was reprogrammed and remains in service. No therapy exhaustion was noted. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.